Manufacturer narrative:
Product complaint # (B)(4). D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01)gtin is not available. H3 investigation summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned devices. Visual analysis of the returned sample determined that it was received one foil packaging with one suture strand pertaining to the product code vcp1433h. The needle was not received. A visual inspection was performed on the suture. The end of the suture was noted to be cut. No conclusion could be reached on what may have caused the pull off suture needle since the needle was not received. As per the returned conditions of the sample, no functional test was performed. Photo was provided, and it shows one needle and one suture. However, only suture was received for analysis. It should be noted that as part of our quality process, the sample is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the device, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a splenectomy procedure on (B)(6) 2026 and suture was used. The problem of pulling off suture needle happened when the first stitch passed through the tissue. Changed to another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested